Event description:
The implant failed to an engagement issue.

Event description:
The implant malfunctioned to an engagement issue. The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.